Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2016. On (B)(6) 2018, the patient underwent surgical intervention of transvaginal sub-urethral sling release, left-sided limited urethral wall reconstruction, repeat cystoscopy procedures due to obstruction from tension-free vaginal tape sling, pelvic pain and recurrent infections. The patient experienced voiding dysfunction, bladder infection and was fully evaluated with a vaginal ultrasound, voiding cystourethrogram, MRI, and urodynamic testing and offered a transvaginal release of that sling deep in the urethral wall with evidence of obstruction and bladder wall damage. During the procedure, it was noted that the urethra appeared flattened by the sling distorting it in the mid urethral section. The bladder was heavily trabeculated, grade 4. Mild trigonitis was noted. Ureteric orifices were normal. No tumor or stone was seen. There was no evidence of exposed mesh sling in the urethra or bladder. The sling was tracked naturally to the back of the pubic symphysis where it was detached and then removed. The sling was like a cord very flattened on that side and roundish in appearance as well as extremely tightly attached to the urethral wall. The portion of the sling below the urethra was then identified around the 7 o'clock position and carefully peeled from right to left. In the 4 or 5 o'clock position, the sling was then trimmed from the urethral wall clearly. A small pus pocket was released on the inside of the sling, however, cystoscopy done at that time did not reveal any urethral injury, so this was a small abscess in the urethral wall around the sling. The sling course was tracked almost vertically into the urethral wall from the 5 to the 2 o'clock position. That portion of the sling was removed eventually. Cystoscopy was repeated. The urethral lumen was round and normal again. There was no evidence of urethral injury or bladder injury. The urethral wall on the left side was reconstructed by reapproximating the edges of the periurethral wall tissues together with a running 5-0 pds suture. The patient was awakened with no problem, taken to the recovery room in good condition with no complication.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of mesh excision surgery. This event was reported by the patient's legal representation. The device was implanted at: (B)(6). Surgeon for mesh excision: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.